Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the event date on friday before call was (B)(4) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 26 mmol/l at the time of incident. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with injection with pen. Customer stated that she was had a fever. Customer stated that the insulin pump stopped before low. Customer also reported that the not hearing the alarms properly and the insulin pump was on max audio volume and they performed a self test in the weekend and they were all fine. Customer was using auto mode. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.